Event description:
It was reported, the patient had stimulation but his recharge burden had increased. A replacement charger was sent tot the patient. Attempts to determine if the replacement resolved the issue were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers tot he patient's physician regarding medical history.